Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a cholecystectomy after test firing, lever and jaw did not back into the correct position. Another device was used to complete the case. There were no adverse consequences to the patient.